Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use during routine check, the cs300 intra-aortic balloon pump (iabp) shows maintenance required code #5. There was no patient involvement.

Manufacturer narrative:
Due to character limit in block e1 initial reporter full name is mr. (B)(6). A getinge feld service engineer (fse) was dispatched to evaluate the unit. Fse checked and stated that unit needs replacement of pcb, main board (d670-00-0788) for testing purpose. We have send the pr for the required spare part and the order is kept on hold for parts at the moment. Replaced the defective main board (d670-00-0788) with a new one under customer purchased parts category. Now, the unit is working satisfactorily. We have done all the required functional tests and calibration tests and all are passed. Unit is handed over to the customer in good working condition. As per the request from the customer end, replaced the defective main board in the unit and the new main board is returning back to company. We will be supplying the new main board, once we receive the confirmed po from the customer end. Unit is handed over to the customer in the same condition. Also, iabp had no helium bottle symbol, maintenance required code# 5 and fiber-optic module failure. Waiting for the po. Customer not interested to purchase the required part at the moment. The complaint will be closed as of now and in the event new information was to become available, this record will be reopened and updated.